Manufacturer narrative:
Product complaint # (B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What are the surgical findings on the explantation surgery?

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the patient returned to the ed on (B)(6) 2021 having symptoms for three days prior. It was reported that the patient's symptoms were swelling, redness and a fever. It was also reported that an intra-op culture on the ex-plantation was taken which grew back as serratia marcescens. It was reported that eight days post-op the mesh was explanted due to infection on (B)(6) 2021. The patient was discharged next day and is receiving ongoing wound care. No device is available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/11/2021.   Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure 54, male, 264lbs, bmi 42.7. The diagnosis and indication for the initial surgical procedure? Umbilical hernia. Repair with mesh done 3/2/21 what were current symptoms following the index surgical procedure? Onset date? 3/6 symptoms pain around incision site, 3/7 developed fevers/chills 3/8 swelling and drainage around surgical site what are the patient comorbidities/concomitant medications? Hyperlipidemia, htn, obesity, dm, metformin, glipizide, lisinopril patient symptoms manifestations (location, severity, appearance, systemic or local reaction) as above wbc 17k were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Not prior to implantation procedure did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, preoperative what is physician¿s opinion as to the etiology of or contributing factors to this event? Culture of explanted mesh grew serratia marcescens, which raises concern for an infected prosthesis at the time of implant what is the patient's current status? Outpatient what are the surgical findings on the explantation surgery? Subcutaneous and preperitoneal umbilical abscess, sent for culture. Preperitoneal mesh explanted and sent for culture. No bowel injury or intraabdominal abscess on diagnostic laparoscopy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.